Event description:
It was reported during a guided sheath procedure the single use guide sheath was attempted to be passed through the bronchovideoscope but did not protrude from the tip of the scope as expected. The tip fell off and the fallen pieces were immediately recovered using grasping forceps. The procedure was completed using a similar device. There was no reported harm to the patient.

Manufacturer narrative:
This report is linked to the following patient identifier: (B)(6). The device was returned and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and the following was observed: it was confirmed that the guide sheath could not protrude out of the distal end of the scope (non-reportable defect). Regarding the tip falling off (reportable defect), it was determined to be caused by the guide sheath side. However, since the device was recovered, the reported defect could not be confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, in addition to the guide sheath clogging, the x-ray opaque tip likely fell off due to external stress, such as forcefully inserting and withdrawing the guide sheath. However, the root cause could not be determined. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿chapter 3 preparation and inspection (3.8) inspection of the endoscopic system describes the following warning: confirm that the endo therapy accessory extends smoothly from the distal end of the endoscope. Also, make sure that no foreign objects come out of the distal end.¿ ¿chapter 5 reprocessing the endoscope (and related reprocessing accessories) (5.5) manually cleaning the endoscope and accessories describes the following warning: the channel cleaning brush (bw-15b), the channel cleaning brush (bw-18v), and the suction connector cleaning brush (bw-15sh) are reusable. The single use single-ended cleaning brush (bw-400b, bw-403b) and the single use combination cleaning brush (bw-411b) are for single use. Repeated usage of these brushes may cause the brush head to become bent or kinked, which could cause it to come off during use. Confirm that the brush is free from any damage or other irregularities before and after use. If a piece of the brush comes off inside the endoscope channel, immediately retrieve it. Confirm that no parts remain inside either the instrument channel or the suction channel of the endoscope by carefully passing a new brush through both channels.¿ this supplemental report includes a correction to g2 to provide information that was inadvertently not included in the initial medwatch. Olympus will continue to monitor field performance for this device.